Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2018, an ortho field engineer (fe) arrived on site. Fe was able to duplicate the unreadable issue, however was not able to duplicate the misread. Fe performed the camera alignment and adjustments. Fe scanned samples from (B)(6) 2018 and all samples from that time scanned successfully. The root cause of the issue appears to be the barcode quality - fe could reproduce unreadable barcodes. Customer has not reported any further issues.

Event description:
The ortho provue misread sample ID (B)(4). No incorrect or erroneous results were reported as a result of this incident. (B)(4).